Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was giving him inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at 7:30am, the patient reported blood glucose results of '160 and 99mg/dl' with the lifescan meter. The tests were done within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeded the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that he manages her diabetes with oral medication (unknown type and dosage), diet and exercise. On (B)(6) 2011, (B)(6) 2011 and on (B)(6) 2011 between 10:30-11:00am, the patient reported taking more food/drink in response to the alleged product issue. Three hours after the reported issue occurred, the patient claimed to have developed symptoms of 'shakiness and shortness of breath' and immediately after, took 500mg of glucophage in response to these symptoms. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measurement but that the patient was using the incorrect testing technique. The cca was able to educate the patient with correct testing procedures as recommended per the owner¿s booklet. Replacement products were sent to the patient. This complaint is being reported because the patient stated he developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) and (B)(4) 2011 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. The 510(k) # is k021819.